Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the center port. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 08, 2022 - september 09, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.